Event description:
It was reported that a button was not responding. No significant events leading up to the keypad issues were recalled. Customer's blood glucose was 240 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted, however the insulin pump had intermittent button response due to moisture damage keypad trace. Insulin pump was received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.